Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), genital haemorrhage ('heavy and irregular bleeding') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone, allergic reaction to antibiotics ((hallucination).), cardiac ablation and depression. * (B)(6) 2016 diagnostic laparoscopy : pelvic anatomy with multiple peritoneal windows, mainly in posterior cul-de-sac, suspect due to inflammation (possibly from ablation). Concurrent conditions included fibromyalgia, latex allergy, allergic reaction to antibiotics, post coital bleeding, irritability, bladder infection, tachycardia, musculoskeletal pain, drug hypersensitivity and drug allergy. Family history included type 2 diabetes mellitus (grand father (maternal)). Concomitant products included doxycycline. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), pruritus ("itchy skin") and migraine ("migraines"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("pain by ovaries") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2016 and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and adnexa uteri pain had resolved and the genital haemorrhage, abdominal pain lower, dyspareunia, pruritus, migraine, weight increased, dysmenorrhoea and depression outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, pruritus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia". Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event" depression". Event" abnormal vaginal bleeding, pelvic pain and ovarian pain outcome was updated to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), genital haemorrhage ('heavy and irregular bleeding') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone, allergic reaction to antibiotics ((hallucination).), cardiac ablation and depression. (B)(6) 2016 diagnostic laparoscopy : pelvic anatomy with multiple peritoneal windows, mainly in posterior cul-de-sac, suspect due to inflammation (possibly from ablation). Concurrent conditions included fibromyalgia, latex allergy, allergic reaction to antibiotics, post coital bleeding, irritability, bladder infection, tachycardia, shoulder pain, drug hypersensitivity and drug allergy. Family history included type 2 diabetes mellitus (grand father (maternal)). Concomitant products included doxycycline. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), pruritus ("itchy skin") and migraine ("migraines"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("pain by ovaries") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2016 and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage and adnexa uteri pain had resolved and the genital haemorrhage, abdominal pain lower, dyspareunia, pruritus, migraine, weight increased, dysmenorrhoea and depression outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, pruritus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia". Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy and irregular bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia, latex allergy and allergic reaction to antibiotics. Family history included type 2 diabetes mellitus (grand father (maternal)). Concomitant products included doxycycline. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), pruritus ("itchy skin") and migraine ("migraines"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and adnexa uteri pain ("pain by ovaries"). The patient was treated with surgery (in (B)(6) 2016 patient underwent pelvic surgery to try and alleviate the symptoms. Total laparoscopic hysterectomy with bilateral salpingectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower, dyspareunia, pruritus, migraine, weight increased, vaginal haemorrhage, dysmenorrhoea and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, pruritus, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporter added. Patient's demographic information and relevant history added. Essure insertion date was updated to (B)(6) 2012 and essure removal date (B)(6) 2016 added. New events weight gain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping) and pain by ovaries added. On (B)(6) 2018: medical record received. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), pruritus ("itchy skin") and migraine ("migraines"). The patient was treated with surgery (in (B)(6) 2016 patient underwent pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, pruritus and migraine outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, migraine, pelvic pain and pruritus to be related to essure. Company causality comment. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.